Event description:
Device was being utilized during procedure and it was found to be defective with a hole in it once placed in pt's vascular system. Diagnosis or reason for use: cardiac catheterization procedure. "Event abated after use stopped or dose reduced: yes." Engage.